Manufacturer narrative:
(B)(4) pull wire broke. A visual analysis of the returned optiflex¿ stone retrieval basket found the introducer was on the sheath. The basket was open when received, and it extended 2cm from the distal end of the sheath. The basket and all of the basket wires were present and attached; however, one of the basket wires was broken on the proximal end. A functional evaluation was performed. When the thumbwheel was actuated, the basket would not close. The thumbwheel would turn freely, the pinch vise would turn, and the basket would not rotate. When the basket was tugged and the basket wire assembly was removed, it was noticed that the basket wire sub assembly was broken from the distal end of the basket. The device was disassembled and the glue plug was not detached from the rack gear. The pinch vise was split apart for examination and there was a small piece of the pull wire in the pinch vise which indicates that the wire was placed in the pinch vise during assembly. The evaluation revealed that the pull wire was broken. The defects noted are likely due to some aspect of handling the device prior to use in the procedure. The force exerted on the wire sub assembly, that caused the wires to break, could not be determined. Therefore, the most probable root cause for the complaint is handling damage. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex stone retrieval basket was used during a flexible ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the basket would not close when the thumbwheel is turned. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; pull wire breaks.